Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the 5/32" drill with jacobs chuck had a missing blue ring. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed. Through visual inspection, the service technician confirmed the device was missing the colored ring and the gears were worn.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the 5/32" drill with jacobs chuck had a missing blue ring. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.